Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. H3 other text : device was not returned yet.

Event description:
It was reported to vyaire medical that a uim (user interface module) was unresponsive on the avea ventilator. It was stated that the unit was alarming but there was no banner or error and can only shut the ventilator off and back on. There is no information of patient involvement associated with the event as of this time.